Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the force sensor was out of calibration. This report is made based on the results of evaluation completed on (B)(6) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/18/2014 with the following findings: a force sensor calibration test was performed and found that the force sensor was not detecting the correct force. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).